Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had unresponsive buttons. Customer's blood glucose value was unknown. Customer stated that insulin pump had hairline crack in housing above top left of screen. The device will not be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display corners noted. Device received with no button response at act keypad due to flattened dome switch. The connector was inspected and locked on lcd board.